Event description:
Related manufacturer report number: 2916596-2024-00509. It was reported that the patient's family member found the patient down and unresponsive in their home. The patient's batteries were completely drained at the time the patient was found. A log file review confirmed the patient's batteries alarmed for low battery advisory on (B)(6) 2024 at 6:49 am, followed by a low battery hazard alarm at 9:05 am, and then at 9:35 am a no external power alarm occurred and this initiated the use of the emergency backup battery (ebb). The ebb powered the system until 11:35 am when the battery no longer had enough power to operate the pump. At this time, the pump completely stopped. The ebb complete drained at 11:45 am.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
B5: additional information. D1: brand name, corrected. D4: catalogue number and primary UDI number, corrected. Manufacturer's investigation conclusion: a pump stop event and a controller clock reset were confirmed in the review of the submitted log files. Additionally, a correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events cannot be conclusively determined. A review of the submitted log files revealed low power advisories, followed by low power hazard alarms, and then a no external power alarm. The system operated on the backup battery until it also depleted and the pump stopped. Per additional information, the patient is reportedly doing fine and remains on support. Multiple attempts for additional information, including patient and product status, were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate 3 lvas, serial number, (B)(6). No further issues have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU and patient handbook contain information on all system controller alarms, as well as the proper actions associated with them. These documents warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) revision a, and the heartmate 3 lvas patient handbook rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU and patient handbook contain information on all system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 2 of the IFU, ¿system operations,¿ states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 lvas for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion battery pack) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 of the patient handbook, ¿powering the system,¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Additionally, several sections of the hm3 IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later noted that the patient was doing fine and was still on support.